Manufacturer narrative:
The initial reported event of [brief event description] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined pacing impedances and noise was recorded during events where therapy was delivered. A possible fracture was suspected. The rv lead was programmed off. No patient complications have been reported as a result of this event. It was further reported that the patient received inappropriate shocks due to the fractured right ventricular (rv) lead. Additionally, it was reported that the physician expected the cardiac resynchronization therapy defibrillator (crt-d) to withhold shocks as the noise discriminator is programmed on. The crt-d remains in use. No patient complications have been reported as a result of this event.